Manufacturer narrative:
(B)(4). D10: item # 00840004410, humeral-stem-sz4-100mm, lot # 63965681. Item # 00840009000, humeral-screw-kit, lot # 64058956 . Item # 00840009400, articulation kit size 4, lot # 63943945. G2: report source united kingdom. H6: proposed component code - mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that evidence of aseptic loosening of the ulnar implant was noted approximately 7 years and 3 months post implantation. During a post-market clinical follow-up study visit, the research team identified signs consistent with loosening of the ulnar component. Attempts have been made and additional information on the reported event is unavailable at this time.